Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was depleting from 2 years down to 8 months battery remaining and might be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) stated talking to health care professional (hcp) to send in a data since patient was not on latitude. Ts further discussed it might be advisable to see the patient sooner as the change in time remaining might be due to switching to actual voltage-based assessment. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was depleting from 2 years down to 8 months battery remaining and might be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) stated talking to health care professional (hcp) to send in a data since patient was not on latitude. Ts further discussed it might be advisable to see the patient sooner as the change in time remaining might be due to switching to actual voltage-based assessment. As of this time, this device remains in service. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was depleting from 2 years down to 8 months battery remaining and might be exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) stated talking to health care professional (hcp) to send in a data since patient was not on latitude. Ts further discussed it might be advisable to see the patient sooner as the change in time remaining might be due to switching to actual voltage-based assessment. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.